Event description:
It was reported that during a previous follow up the battery showed 65%, while during a recent follow up the device showed 10% battery status. Premature battery depletion was alleged. It was noted that the patient was told to listen to being tones from the device and contact the cardiologist when this occurs. A review by engineering noted that the device will not reach end of life (eol) if replaced or reevaluated within twenty eight days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that during a previous follow up the battery showed 65%, while during a recent follow up the device showed 10% battery status. Premature battery depletion was alleged. It was noted that the patient was told to listen to being tones from the device and contact the cardiologist when this occurs a review by engineering noted that that the device will not reach end of life (eol) if replaced or reevaluated within twenty eight days. Additional information noted that the patient heard beeping tones and upon interrogation of the device elective replacement indicator (eri) was triggered. A device replacement took place, this device was explanted and returned. No additional adverse patient effects were reported.